Manufacturer narrative:
D10 concomitant products: lf2019, exact dissector lf2019 ligasure 21cm (lot#:52300221x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device had no seal as there was no evidence of energy delivery and end tones were heard. Patient had bleeding. Video received and showed that the there was a start tone followed by end tone, however the generator showed amber light.

Event description:
It was reported that during radical axillary lymph node dissection via open approach procedure, the device had no seal as there was no evidence of energy delivery and end tones were heard. Patient had minimal bleeding. The console was replaced, and a new ligasure clamp was requested to complete the procedure. Upon noticing that it was not functioning properly, the decision was made to finish the procedure with a non-medtronic handpiece. Video received and showed that the there was a start tone followed by end tone, however the generator showed amber light.

Manufacturer narrative:
Correction: d4 (UDI#) additional information: a2, a3a, a4, b5, d4 (serial#), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.